Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemicolectomy procedure, during device assembling, after the reload was attached into the adapter they tried to close the jaws, however it could not be closed and "excessive tissue" warning was displayed on the screen of the handle. They reassembled the device, however the screen indicator showed "0" uses on the adapter with yellow warning sign over. They then used another handle, shell and adapter to resolve the issue in order to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection showed a yellow swim lane on the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The adapter showed end of life. Evaluation of the adapter noted that the adapter strain gauge was oversaturated and not reacting to any force applied. No abnormalities were noted with the strain gauge. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a component failure was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Based on the evaluation performed by smd, the internal strain gauge resistance condition is directly related to the dielectric coating process at the manufacturer. It was found that the dielectric layer was not enough to shield the traces from a condition in which would cause a short. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.